Manufacturer narrative:
Correction b5 correction of typographical error end medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of the leadless implantable pulse generator (ipg) the micra body did not separate from the recapture cone and was pulled strongly, causing the delivery catheter to bounce off to detach, and the threshold value was poor due to this effect, and the recapture was performed again. The same event occurred on the third deployment, and disengagement was not possible without more force, and the micra was on the verge of disengaging and the resulting threshold was poor. The leadless ipg was attempted not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the delivery system was returned with the device intact in the device cup, analyzed. Analysis indicated the lumen of the delivery system was torn. The delivery system tether was frayed. There was a deployment issue with the delivery system. The delivery system outer shaft was bent. The delivery system inner shaft was mechanically kinked/bent. The analyst noted the device was able to be deployed and recaptured but with resistance when the tether was pulled. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of the leadless implantable pulse generator (ipg) the micra body did not separate from the recapture cone and was pulled strongly, causing the delivery catheter to bounce off to detach, and the threshold value was poor due to this effect, and the recapture was performed again. The same event occurred on the third deployment, and disengagement was not possible without more force, and the micra was on the verge of disengaging and the resulting threshold was poor. The leadless ipg was attempted not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.